Event description:
The customer reported their coulter lh 750 hematology analyzer leaked about 10 ml of liquid from the left side onto the counter. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) found quick disconnect qd7 partially separated causing diluent to leak. The fse secured qd7 resolving the leak. (B)(4).